Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that insulin pump is not delivering insulin. The current blood glucose reading is 230 mg/dl. Customer treated with manual injections. The blood glucose reading at the time of the event was 960 mg/dl. Customer had high ketone levels, vomiting and dehydration. Hospital treated with insulin drip. During troubleshooting, the high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
The insulin pump received with prime alarms due to a faulty force sensor resistor. Unable to perform the occlusion, and excessive no delivery test due to the prime anomaly. The insulin pump passed the displacement test and no motor error alarm was noted. The insulin pump was received in with a cracked battery tube threads and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.